Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2010-(B)(6), product type catheter, product ID 8835, (B)(4), product type programmer, patient. Product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient¿s pump was being weaned and ¿getting rid of them maybe because they feel it¿s not working.¿ it was reported a motor stall had occurred. It was reported that the patient had presented to the emergency room at midnight complaining of severe pain and unable to move legs. It was noted that the patient had a refill on 2014-(B)(6). The pump was read and a motor stall had occurred. The manufacture representative ¿did not think it had recovered.¿ it was noted that the physician thought the patient was in withdrawal. It was reported that there had been no action taken but the physician was going to contact the managing physician on what to do. It was noted at the time of report no diagnostic testing or troubleshooting had been performed. The patient¿s status at the time of report was ¿alive- no injury.¿ the pump system was delivering dilaudid, clonidine and bupivacaine. It was reported that the patient got their pump refilled in (B)(6) by an unknown doctor. It was noted that patient it refilled on 2014-(B)(6) patient presented to the hospital with withdrawal like symptoms. It was noted that exact symptoms were unknown but they were described as typical. The pump was interrogated and the logs stated that a motor stall had occurred. It was noted that the logs also showed a recovery from the motor stall. No interventions were performed, the symptoms just resolved on their own. It was noted that the patient was going to be discharged on the day of report or the following day. It was noted that they were keeping the patient for observation to make sure they did not have a return in symptoms or another motor stall. It was noted that a peripheral pca was place and that patient was looking and feeling much better. It was reported that during the refill on 2014-(B)(6), dilaudid, bupivacaine and clonidine were added. It was noted that the patient did not know what was in the pump prior to the refill. It was reported that during refill the side port was not accessed to remove the drug from the tubing, ¿they just filled it as usual.¿ there was no information from the refill clinic.